Event description:
It was reported that patient underwent procedure involving a soft tissue anchor on (B)(6) 2011. After setting the anchor, the surgeon pulled back on the suture, but the sutures came completely out of the device. The anchor remained implanted. The procedure was completed using another suture anchor that was on hand.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on january 6, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of returned suture from the device shows an abrasion on the suture approximately one centimeter away from the cut. This damage suggests that a device like a bird-beak plier instrument was used to manipulate the suture. There are warnings in the package insert that state that this type of event can occur: under warnings, number eight states, "correct handling of the device is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders".